Event description:
On 03/02/2026, fujifilm healthcare americas corportation became aware of an event involving eb-580s. The customer reported a patient infection event. The patient infection was due to yeast- candida albicans. The customer is unable to confirm if the patient required additional medical attention to treat the infection. Due to the patient infection, fujifilm healthcare americas corportation is reporting this event in an abdunance of caution. Ref: fujifilm healthcare americas corportation complaint # (B)(4).